Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported the tube was clogged and when it was removed, the tip was noted to be blackened and stiff. This tube was replaced with a dobhoff. It was placed on 11/23 and removed 11/29. There was no harm to the patient.